Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The customer reported the device discovered damaged at the tip and unable to reassemble. The repair technician reported the tip of the driver is twisted and bent. Bent is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. The previous service event for part number 03.010.473 with lot number l421612 has been reviewed. The customer called in a service request for this item on 29-apr-2019 as two (2) inter-lock screwdrivers were discovered damaged at the tip and unable to reassemble after the case in the medical device reprocessing (MDR). The item was previously returned for service on 24-jul-2018 due to the screwdriver being bent at the tip. The previous service condition is relevant to the current complained issue of the bent screwdriver tip. The manufacture date of this item is 12-jul-2017. The service history review is confirmed. The inter-lock screwdriver was received at the us cq with the nut and sliding bar subcomponents detached from the rest of the assembly. The tip of the sliding bar had a small dent in one corner. The tip of the shaft was notably twisted halfway down the flutes. The handle had a few scratches and fading that align with typical usage. No other issues could be identified with the returned portions of the device. A functional test was performed on the nut, sliding bar, and assembled shaft, clamps, and handle subcomponents. It is still possible to reassemble the device. Once reassembled, the screwdriver was able to function but not as intended. The deformation of the shaft¿s tip prevents easy reassembly and angles the sliding of the sliding bar. Device history: the received device was manufactured at the hagendorf site on 04 july 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The complaint was confirmed for the inter-lock screwdriver. The tip of the shaft subcomponent was twisted halfway down its flutes, causing difficulties in reassembling and using the device. The tip of the sliding bar was slightly dented inward. The handle was slightly scratched and faded from typical usage. The disassembled device could be reassembled when excessive force was applied, but with the twist of the shaft, the sliding bar was unable to slide straight in and out. Instead, it would extend out at an angle away from the shaft. There was no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined, it was possible that the device encountered unintended forces. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part: 03.010.473, lot: l421612, manufacturing site: hägendorf, release to warehouse date: 04. July 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2019, two (2) inter-lock screwdrivers were discovered damaged at the tip and unable to reassemble after the case in the medical device reprocessing (MDR). There was no patient and procedure involvement. This report is for one (1) inter-lock screwdriver. This is report 1 of 2 for (B)(4).